Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient was unable to increase the amplitude on any programs. Reprogramming was unsuccessful. As a result, surgical intervention may take place at a later date to address the issue.